Event description:
During the operative procedure the surgeon and assistant noted what looked like "metal flecks" in the vaginal area. Upon cleaning, the or nurse saw the tip of the inner resectoscope sheath with a jagged edge.